Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited what appeared to be a sudden drop in longevity. Technical services (ts) was consulted and confirmed the battery appeared to be depleting more quickly than expected likely due to radio frequency (rf) overuse. Ts recommended possible troubleshooting options and follow up with the physician. This ICD remains in service. No adverse patient effects were reported.